Event description:
Wound dehiscence and "solid grayish gunk" coming out or adjacent to the incision site.

Manufacturer narrative:
This submission is a result of a retrospective review. During a recent internal review with regards medical device reporting, ams (B)(4) have updated procedures and in light of the update reviewed the previous 12 months of historical complaints. Ams (B)(4) found two complaints during this review completed on (B)(6) 2011, that could have been reportable. At the time that these complaints were received originally ((B)(6) 2010 and (B)(6) 2011 respectively) every effort was made to get further info. However, the health care provider was uncooperative and did not provide any further information other than the initial complaint. The MDR policy brand was contacted and they recommended that if a retrospective review of complaints identifies unreported mdrs, these should be submitted within 30 days of this awareness.